Event description:
It was reported that the patient's ins was removed in 2011. It was not known if the leads were also removed. Additional information received from the hcp reported that the scs was not controlling the patient's pain level. No impedance abnormalities were seen, and the system was explanted. It was noted that when the leads were removed there were no boots on the connectors. The hcp suspected that the boots had slipped off when the leads were removed. The hcp left them implanted as they were silastic. The patient was hospitalized to have the scs removed, and it was reported that there was no injury. Following the explant the patient had effective pain control using pain pump therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998, lot# v118946, implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type lead product ID 37083-40, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type extension product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger product ID 37083-40, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type extension product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, (B)(4).